Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient stated they were not feeling stimulation and were back to baseline symptoms. The patient had not used their external devices until now, as their implant site was still sore from the surgery. Troubleshooting reviewed general external device use, expectations regarding stimulation sensation and option to increase stimulation to see if this will improve therapeutic effect. On 2022-jul-27 additional information received from patient. They reported they never got instructions on how to use the device. Patient wanted to know if they have to wear the communicator all the time. It was explained that they did not and that they only have to use communicator when making adjustments. Patient wanted to know if the handset has to be on them at all times to work. It was also explained they only need the handset near them when making adjustments. Patient had upped the device and got a neuro shock in their foot on same side as the implant. They lowered the stimulation, but then the stimulation was not high enough to control bladder and was really incontinent. Patient was on program 6. Patient has neuropathy in feet. Suggested trying a different program. Told patient to increase stimulation until stimulation is comfortable. Told caller to monitor symptoms for a couple days and see if the symptoms improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cause of not feeling stimulation and back to baseline symptoms has not been determined. The issue has not been resolved either as the patient is still playing with settings and trying to find the right one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having the same issues. They have worked through all of the programs and increased the setting as high that can tolerate on each one however still hasn't noticed any improvement. Patient then said that the therapy did help a little during the first 1-2 weeks after received the implant. Patient said that the nurse (np) at their doctors office performed the adjustments and was told that the nurse needed to add custom programs. When patient called the doctors office to do this, they were advised to call the manufacturer. . Reviewed general programming guidance and suggested patient contact the np to schedule reprogramming session to add custom program however in the meantime patient can try each of the programs again and monitor and track so that information about each program can be reviewed with the np at their doctors office.